Manufacturer narrative:
The date of event was documented as unknown in the initial report. It has been updated as (B)(6) 2015. During subsequent follow-up with the customer, additional information was received. The reporter stated that event occurred prior to surgery. There was no patient impact. There was an identical spare device available for use. There were no reports filed in regard to the reciprocator saw. There were no injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was not working (no power), the quick coupling was stuck, the electronic control unit was damaged, there were foreign debris inside the quick coupling, and o-rings and seals were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the battery reciprocator device had no power. This event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.